Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The technical support specialist confirmed patient profile is admitted on the server level and the profile is visible and available on the station. There was no further response from the customer. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a communication issue. The customer stated that they have 1 patient not crossing to 1 station, they are unable to locate one patient in one station. Issue caused a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.